Event description:
It was reported that the core sumex drill overheated during a routine field service maintenance visit. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.